Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the transformer of the printed circuit board of the central processing unit was broken. In addition, due to the faulty auxiliary board, the hand switch test was giving an error code. The housing also had multiple scratches. The user¿s complaint was confirmed. The error code 100 was being received as the device needed updating of version. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of error code 100, received during maintenance. There is no patient and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the transformer of the printed circuit board of the central processing unit was broken. This medwatch is being submitted for the issue of the broken transformer of the printed circuit board observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the low output was due to a broken core transformer of the printed circuit board and a faulty auxiliary board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.